Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician verified after a reset of the breathing machine, there was no alarm condition. The unit successfully passed the required performance verification test.

Event description:
The customer reported proximal pressure sensor automatic zero failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.